Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that during preparation, it was noticed that the stent had moved distally on the balloon and was partially dislodged approximately 3 mm distal to the distal end of the marker. A new vision was used to complete the procedure. The device was not used on the patient; therefore, no patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation- product performance engineering determined that potential causes for a loose stent prior to insertion into the patient may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and/or interaction of the stent with accessory devices. Return of the vision protective sheath and sds may have aided in evaluation and determination of cause for the reported loose stent. In this case, a conclusive cause for the reported loose stent could not be determined.